Event description:
With 22 gauge white refill needle attempted to access center reservoir fill port of medtronic pump and hit metal edge of fill port. Attempted to redirect needle subcutaneously but it did not feel right so pulled needle out of pt's skin and noted the needle to be broken at the bevel site. 4mm of needle remains subcutaneously adjacent to the pump site. Discussed with dr, no intervention required. Will continue to observe site for any signs/symptoms of needle fragment.